Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.

Event description:
Patient reported "pain in my breasts, twinges, needles and latent pain", "capsular contracture baker grade iii-IV" and "high fever". Later patient reported "radial folds" and "mild thickening of the fibrotic capsule". This record is for the left side. The device remains implanted.